Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). The issue is most likely procedural related. Evaluation conclusions: (root cause of the event could not be determined). The issue is most likely procedural related. (B)(4).

Event description:
Physician successfully delivered 1 integrity stent to the lesion but it was difficult to deflate the balloon. Evaluation summary: the distal tip was flared. The balloon was returned deflated. Visual inspection of the proximal balloon bond and inflation lumen confirmed there was no stretching or necking present. There was crystallized residue in the inflation lumen and balloon. The device was placed in a waterbath to disperse the crystallized residue present in the inflation lumen and balloon to facilitate inflation/deflation testing. On removal from the waterbath the residue could not be dispersed, the distal shaft was cut back and the residue appeared to have been dispersed. Inflation/deflation was performed using an in-house indeflator on the distal portion of the device. The balloon was inflated to rated burst pressure (15 atms) in a time of 8.33 seconds. The balloon was deflated from rated burst pressure (15 atms) in a time of 23.92 seconds. The following day inflation/deflation was performed using the procedural indeflator, the balloon was inflated to 15 atms in a time of 9.08 seconds, deflation time was recorded at 4.00 seconds. Inflation/deflation was performed using an in-house indeflator, the balloon was inflated to 15 atms in a time of 8.63 seconds, deflation time was recorded at 3.95 seconds. Deflation time specification is less than or equal to 30 seconds from rated burst pressure. The hypotube was successfully flushed to confirm there was no blockages present.